Event description:
A hospital in (B)(6) reported that an rt235 infant dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested and subsequently submerged in a water bath to test for leak. Results: the pressure test result was out of specification due to excessive leak. The water bath test showed the location of the leak to be from a hole in the expiratory limb. Visual inspection revealed a hole approximately 115mm from the patient end connector on the evaqua expiratory tube. A lot check revealed no other complaints of this nature for lot 111026. Conclusion: based on the inspection conducted, the returned evaqua expiratory limb appeared to have been punctured by a blunt object. All rt235 breathing circuits are visually inspected and pressure tested for leaks before being released for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength tests are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for further investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt235 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt235 infant dual heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt235 infant dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The rt235 infant dual heated evaqua breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.